Manufacturer narrative:
An internal investigation has been completed based on the customer's allegation. Merge healthcare determined that there was a deficiency in the software and this confirmed the customer's allegation. Should an lis user add tests but not add in all the elements, specifically billing codes, there is a potential that results may not be sent to an emr system. It has been determined that modifications to the software should be used to mitigate this issue and to ensure that results are sent even when billing codes may not be entered by users. It should be noted that lis users can use a work around where a user prints/saves/sends the results from the modality to required recipients directly, without the use of lis. Lis users also have an error log/notification that provides information regarding the failure of results not being sent to an emr system due to missing billing codes.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting & trending of patient lab results. On (B)(6) 2016, a customer reported that results were not being sent from lis to an emr system. Merge healthcare support investigated the issue and determined that loinc (insurance billing codes) codes were missing from non-required results that were part of the lab order. Merge support assisted the customer and the missing loinc codes were entered into the system for the non-required results and once added, the results transmitted as expected to the emr system. With merge lis not sending results as expected, there is a potential for a delay in treatment or diagnosis which could lead to harm. However, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).

Manufacturer narrative:
Merge healthcare determined there was a deficiency in the merge lis software with results not crossing from merge lis to the customer's results interface when the loinc (insurance billing code) cross reference was enabled for the billing interface. Should an lis user add tests but not add in all the elements, specifically billing codes, there is a potential that results may not be sent to the results interface. Merge lis users can refer to an error log/notification that provides information regarding the failure of results not being sent to the results interface due to missing billing codes; however, to further mitigate this issue, modifications to the software were made in the upcoming lis version 4.2 software release, in which a visual alert will notify users if a result is missing a loinc so users can add the loinc to avoid any delay in results crossing to the results interface.